Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated ca125 results when processing on the architect i2000sr. The initial result was > 1000 u/ml. Retests after 1:10 dilution was 147 and after autodilution was 167 u/ml. When tested on another architect analyzer the result was 995 and 765 u/ml after retesting. Auto dilution yielded a result of 173 and 167. A new sample was collected which yielded a result of 765 u/ml. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, ticket trending review, search for similar complaints, a review of historical performance of the reagent lot 88032m800, and a review of product labeling. No increase in complaint activity was identified. No potential nonconformances, deviations, or nonconformances were identified. World wide data was used to review the historical performance of lot 88032m800, which did not identify any unusual reagent lot performance. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Concomitant medical products and therapy: serial number (B)(4) was added as a second serial number. An evaluation is in process. A final report will be submitted when the evaluation is complete.